Event description:
A surgeon reported that during a retina procedure bubbles were entering into the patient's left eye. To resolve the issue the surgeon clamped the tubing. The clamp was then released when performing air fluid exchange, and the procedure was completed without consequences to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).